Manufacturer narrative:
Concomitant medical products: product ID: 977a260 ,serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a fall in (B)(6) 2020 and then decreased effectiveness of stimulation for their pain. The rep mapped the leads and electrodes 8-15 needed strong amplitudes for the patient to feel stimulation, and the stimulation was only in the feet. The rep checked impedances and all electrodes were normal. The patient's doctor ordered an x-ray to see if there was a lead migration. The issue was not resolved at the time of the report.